Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial impactor broke into two pieces on impaction of tray with mallet. Surgeon was satisfied tray was fully seated and did not require further action. The saw capture was in the 4 in 1 cutting block. The blade was used in posterior slot and red clip snapped off. Saw capture fell off block. Unable to re-secure to block.

Manufacturer narrative:
Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.